Event description:
Champion af study. It was reported that a cerebral vascular accident (cva) occurred. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 21.1 mm. The patient was discharged on apixaban (5 mg twice/day). 105 days post procedure the patient presented to the emergency room with symptoms of confusion and high blood pressure for three (3) days. The patient was admitted to the hospital where a computed tomography (CT) examination was performed. The CT scan revealed a right frontal infarct, and the patient was diagnosed with having a cva. At the time of this event, the patient was on aspirin (81 mg/day). The patient was treated medically for the cva event and was discharged from the hospital on aspirin (81mg/day) four (4) days later.